Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had no image displayed on the monitor during a case. No patient injury was reported.